Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken, missing, white encapsulation in the shell and underweight. A microscopic analysis was performed which identify sharp broken in the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the radius side assessed as unidentified (tear) broken. Missing piece of the shell assessed inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.